Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer had not reported the symptoms. The customer was treated with drink juice. Customer¿s checked blood glucose level yesterday 267 mg/dl and her daughters 500 mg/dl an she bloused and she crashed 1.5 us an she had to drink juice and today check blood glucose level and it was 187 mg/dl and she used her daughter meter one touch vario and it said 40 mg/dl. Customer declined troubleshoot for low blood level. The product was not returned for analysis.